Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Cause of low blood glucose was unknown. The customer received third party assistance from their husband, who provided glucose tablets and monitored the customer to address blood glucose. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.